Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection found the distal end kinked. Microscopic inspection of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the versacross dilator od and sheath tip ID when the dilator was introduced. Additionally, the vc dilator tip was observed to be damaged.

Event description:
It was reported that faradrive steerable sheath was selected for an atrial fibrillation ablation. It has been reported that the sheath was placed into the body and sheath would not advance. The tip of the sheath was rolled up on itself and was bent. The physician tried to fix the tip of the sheath and place it back into the body with no success. The procedure was completed successfully using new faradrive sheath. No patient complications occurred. The product was received for analysis.

Event description:
It was reported that faradrive steerable sheath was selected for an atrial fibrillation ablation. It has been reported that the sheath was placed into the body and sheath would not advance. The tip of the sheath was rolled up on itself and was bent. The physician tried to fix the tip of the sheath and place it back into the body with no success. The procedure was completed successfully using new faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.